Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and genital haemorrhage ('excessive bleeding') in a (B)(6) female patient who had essure (batch no. 936677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins stripping in 2001, parity 4 (4 vaginal deliveries), carpal tunnel syndrome, varicose veins and allergic reaction to analgesics. No relevant personal medical-surgical background. No relevant previous illnesses. No relevant hereditary diseases. Menstrual pattern 7/28¿32. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal infection ("recurring vaginitis") and vaginal discharge ("malodorous vaginal discharge, increased discharge"). In 2012, the patient experienced alopecia ("alopecia"). In 2012, the patient experienced back pain ("lumbar pain progressive over 7 years focused on both lumbar fossae"). In 2016, the patient experienced dizziness ("feelings of dizziness for 2¿3 years, not related to a cervical pathology"). On (B)(6) 2018, the patient experienced pyrexia ("fever over 38 °c"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abdominal pain during period"), metrorrhagia ("metrorrhagia"), tremor ("trembling"), dyspareunia ("internal dyspareunia, severe pain during sexual intercourse"), anxiety ("anxiety"), asthenia ("asthenia, feebleness"), dyspnoea exertional ("mild dyspnoea on exertion"), bone pain ("bone pain"), arthralgia ("joint pain"), swelling ("swelling"), vertigo ("vertigo"), onychoclasis ("cracked nails"), fatigue ("tiredness"), adnexa uteri pain ("frequent pain in ovaries") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, metrorrhagia, vaginal infection, vaginal discharge, tremor, dyspareunia, alopecia, anxiety, asthenia, dyspnoea exertional, dizziness, bone pain, arthralgia, swelling, vertigo, onychoclasis, fatigue, adnexa uteri pain, mood swings and pyrexia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, arthralgia, asthenia, back pain, bone pain, dizziness, dysmenorrhoea, dyspareunia, dyspnoea exertional, fatigue, genital haemorrhage, metrorrhagia, mood swings, onychoclasis, pelvic pain, pyrexia, swelling, tremor, vaginal discharge, vaginal infection and vertigo to be related to essure. The reporter commented: both devices inserted without any difficulties. Medical record 11-dec-2018 stated: the patient has had the essure device. She reports having alopecia that started a year after the insertion of the devices. Anxiety, asthenia and mild dyspnea on exertion. Feelings of dizziness for 2¿ 3 years, bone and joint pain. Recurring vaginitis since the insertion (not confirmed by vaginal swab but by clinical examination). Gynecological emergencies (ER) clinical report stated (B)(6) patient that visited ER due to lumbar pain with 7 years of progression focused on both lumbar fossae. She presented metrorrhagia with several days of progression and severe abdominal and lumbar pain with trembling. Increase in vaginal discharge which is malodorous, and internal dyspareunia. She had essure device and claimed that the symptoms such as hair loss, pain, trembling, were all due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: recurring vaginitis -not confirmed by vaginal swab but by clinical examination; on (B)(6) 2018: normal external genitalia and vagina, no bleeding, healthy cervix. Bimanual examination: anodyne. Hysteroscopy: on (B)(6) 2011: both devices inserted without any difficulty: right ostium: 4 coils. Left ostium: 4 coils. Smear cervix - in (B)(6) 2018: normal. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and genital haemorrhage ('excessive bleeding') in a 36-year-old female patient who had essure (batch no. 936677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins stripping in 2001, parity 4 (4 vaginal delivieries), carpal tunnel syndrome, varicose veins and allergic reaction to analgesics (pyrazolone, metamizole). No relevant personal medical-surgical background. No relevant previous illnesses. No relevant hereditary diseases. Menstrual pattern 7/28¿32. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal infection ("recurring vaginitis") and vaginal discharge ("malodorous vaginal discharge, increased discharge"). In 2012, the patient experienced alopecia ("alopecia"). In 2012, the patient experienced back pain ("lumbar pain progressive over 7 years focused on both lumbar fossae"). In 2016, the patient experienced dizziness ("feelings of dizziness for 2¿3 years, not related to a cervical pathology"). On (B)(6) 2018, the patient experienced pyrexia ("fever over 38 °c"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abdominal pain during period"), intermenstrual bleeding ("metrorrhagia"), tremor ("trembling"), dyspareunia ("internal dyspareunia, severe pain during sexual intercourse"), anxiety ("anxiety"), asthenia ("asthenia, feebleness"), dyspnoea exertional ("mild dyspnoea on exertion"), bone pain ("bone pain"), arthralgia ("joint pain"), swelling ("swelling"), vertigo ("vertigo"), onychoclasis ("cracked nails"), fatigue ("tiredness"), adnexa uteri pain ("frequent pain in ovaries"), mood swings ("mood swings") and headache ("intense headaches"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, intermenstrual bleeding, vaginal infection, vaginal discharge, tremor, dyspareunia, alopecia, anxiety, asthenia, dyspnoea exertional, dizziness, bone pain, arthralgia, swelling, vertigo, onychoclasis, fatigue, adnexa uteri pain, mood swings, pyrexia and headache outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, arthralgia, asthenia, back pain, bone pain, dizziness, dysmenorrhoea, dyspareunia, dyspnoea exertional, fatigue, genital haemorrhage, headache, intermenstrual bleeding, mood swings, onychoclasis, pelvic pain, pyrexia, swelling, tremor, vaginal discharge, vaginal infection and vertigo to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. Both devices inserted without any difficulties. Medical record (B)(6) 2018 stated: the patient has had the essure device. She reports having alopecia that started a year after the insertion of the devices. Anxiety, asthenia and mild dyspnea on exertion. Feelings of dizziness for 2¿ 3 years, bone and joint pain. Recurring vaginitis since the insertion (not confirmed by vaginal swab but by clinical examination). Gynecological emergencies (ER) clinical report stated 43-year-old patient that visited ER due to lumbar pain with 7 years of progression focused on both lumbar fossae. She presented metrorrhagia with several days of progression and severe abdominal and lumbar pain with trembling. Increase in vaginal discharge which is malodorous, and internal dyspareunia. She had essure device and claimed that the symptoms such as hair loss, pain, trembling¿ were all due to essure diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: recurring vaginitis - not confirmed by vaginal swab but by clinical examination; on (B)(6) 2018: normal external genitalia and vagina, no bleeding, healthy cervix. Bimanual examination: anodyne. Hysteroscopy - on (B)(6) 2011: both devices inserted without any difficulty: right ostium: 4 coils. Left ostium: 4 coils. Smear cervix - in april 2018: normal. Lot number: 936677 manufacturing date: 2012-01 expiration date: 2015-01 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-apr-2021: information from deleted duplicated case (B)(4) transferred. New event "headaches" added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') and genital haemorrhage ('excessive bleeding') in a 36-year-old female patient who had essure (batch no. 936677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included varicose veins stripping in 2001, parity 4 (4 vaginal deliveries), carpal tunnel syndrome, varicose veins and allergic reaction to analgesics. No relevant personal medical-surgical background. No relevant previous illnesses. No relevant hereditary diseases. Menstrual pattern 7/28¿32. Concurrent conditions included obesity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal infection ("recurring vaginitis") and vaginal discharge ("malodorous vaginal discharge, increased discharge"). In 2012, the patient experienced alopecia ("alopecia"). In 2012, the patient experienced back pain ("lumbar pain progressive over 7 years focused on both lumbar fossae"). In 2016, the patient experienced dizziness ("feelings of dizziness for 2¿3 years, not related to a cervical pathology"). On (B)(6) 2018, the patient experienced pyrexia ("fever over 38 °c"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abdominal pain during period"), metrorrhagia ("metrorrhagia"), tremor ("trembling"), dyspareunia ("internal dyspareunia, severe pain during sexual intercourse"), anxiety ("anxiety"), asthenia ("asthenia, feebleness"), dyspnoea exertional ("mild dyspnoea on exertion"), bone pain ("bone pain"), arthralgia ("joint pain"), swelling ("swelling"), vertigo ("vertigo"), onychoclasis ("cracked nails"), fatigue ("tiredness"), adnexa uteri pain ("frequent pain in ovaries") and mood swings ("mood swings"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, metrorrhagia, vaginal infection, vaginal discharge, tremor, dyspareunia, alopecia, anxiety, asthenia, dyspnoea exertional, dizziness, bone pain, arthralgia, swelling, vertigo, onychoclasis, fatigue, adnexa uteri pain, mood swings and pyrexia outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, arthralgia, asthenia, back pain, bone pain, dizziness, dysmenorrhoea, dyspareunia, dyspnoea exertional, fatigue, genital haemorrhage, metrorrhagia, mood swings, onychoclasis, pelvic pain, pyrexia, swelling, tremor, vaginal discharge, vaginal infection and vertigo to be related to essure. The reporter commented: both devices inserted without any difficulties. Medical record (B)(6) 2018 stated: the patient has had the essure device. She reports having alopecia that started a year after the insertion of the devices. Anxiety, asthenia and mild dyspnea on exertion. Feelings of dizziness for 2¿ 3 years, bone and joint pain. Recurring vaginitis since the insertion (not confirmed by vaginal swab but by clinical examination). Gynecological emergencies (ER) clinical report stated 43-year-old patient that visited ER due to lumbar pain with 7 years of progression focused on both lumbar fossae. She presented metrorrhagia with several days of progression and severe abdominal and lumbar pain with trembling. Increase in vaginal discharge which is malodorous, and internal dyspareunia. She had essure device and claimed that the symptoms such as hair loss, pain, trembling¿ were all due to essure. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on an unknown date: recurring vaginitis -not confirmed by vaginal swab but by clinical examination; on (B)(6) 2018: normal external genitalia and vagina, no bleeding, healthy cervix. Bimanual examination: anodyne. Hysteroscopy - on (B)(6) 2011: both devices inserted without any difficulty: right ostium: 4 coils. Left ostium: 4 coils. Smear cervix - in (B)(6) 2018: normal. Lot number: 936677 manufacturing date: 2012-01 expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding'), pelvic inflammatory disease ('suspicion of mild pelvic inflammatory disease') and multiple episodes of pelvic pain ('pelvic pain, pain', 'acute pain') in a 37-year-old female patient who had essure (batch no. 936677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective product". The patient's medical history included carpal tunnel syndrome on (B)(6) 2016, allergy to metals in (B)(6) 2011, blood test (red blood cells 3.96[4.5]; hematocrit 35.9 [36-47]; eosinophils 0.3% [1-4]; the o'sullivan test positive) on (B)(6) 2011, gestational diabetes on (B)(6) 2011, blood test (red blood cells 3.34[4.5]; hemoglobin 10.5 g/dl [12-16]; hematocrit 30.7 [36-47]) on (B)(6) 2011, blood test (red blood cells 2.86[4-5]; hemoglobin 9.1 g/dl [12-16]; hematocrit 26 [36-47]) on (B)(6) 2011, blood test (red blood cells 3.62 [4-5]; hemoglobin 10.7 g/dl [12-16]; hematocrit 31.5 [36-47]) on (B)(6) 2011, nervousness in 2005, stress in 2005, varicose veins stripping in 2001, parity 4 (4 vaginal delivieries. (B)(6) 2011 she gave birth, normal puerperium, and was discharged on (B)(6) 2011.), varicose veins, allergic reaction to analgesics (mother and brother allergic to pyrazolones, daughter allergic to ibuprofen.), ex-smoker (10 years), menarche (12 years old), multigravida (4 pregnancies), joint pain and vertigo. No relevant personal medical-surgical background. No relevant previous illnesses. No relevant hereditary diseases. Menstrual pattern 7/28¿32. Previously administered products included for hypothyroidism: euthyrox; for dizziness: other therapeutic products in 2002; for nausea: other therapeutic products in 2002; for vomiting: other therapeutic products in 2002; for instability: other therapeutic products; for an unreported indication: intrauterine contraceptive in 2006 and other therapeutic drug in 2002. Concurrent conditions included obesity (obesity: multiple dukan diets. No loss of weight, refers old thyroid alteration) since (B)(6) 2013, lumbar pain since 2011, anxiety since 2005, hair loss (in 2002, 2005 and 2009 due to dizziness and vertigo, and due to anxiety and nervousness in 2005, she was treated for an episode of hair loss, treatment not specified) since 2002 and headache since 2001. The patient also had a family history of allergic reaction to analgesics. Concomitant products included pregabalin (lyrica) since (B)(6) 2016 for carpal tunnel syndrome as well as oral contraceptive nos since (B)(6) 2018. In 2012, the patient experienced dysmenorrhoea ("severe abdominal pain during period") and alopecia ("alopecia / hair loss"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced vaginal infection ("recurring vaginitis since insertion") and vaginal discharge ("malodorous vaginal discharge, increased discharge, recurrent"). In 2014, the patient experienced rectal bleeding ("rectal bleeding (episodes on 2014, 2016, 2018 and 2019)"). On (B)(6) 2015, the patient experienced vulvovaginal dryness ("vaginal dryness"). In 2016, the patient experienced dizziness ("feelings of dizziness for 2¿3 years, not related to a cervical pathology"). On (B)(6) 2018, the patient experienced vertigo ("vertigo / episodes of vertigo (new episode of vertigo, with tinitus, and otic plugging cerumen bilaterally, extraction is scheduled)"). On (B)(6) 2018, the patient underwent carpal tunnel decompression ("carpal tunnel syndrome"). On (B)(6) 2018, the patient experienced vulvovaginal pain ("vaginal pain"), heavy menstrual bleeding ("heavy menstrual bleeding") and polymenorrhoea ("polymenorrhea"). On (B)(6) 2018, the patient experienced intermenstrual bleeding ("metrorrhagia for several days"), tremor ("trembling / tremor"), dyspareunia ("internal dyspareunia, severe pain during sexual intercourse"), pyrexia ("fever over 38 °c"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("abdominal pain"), pelvic inflammatory disease (seriousness criterion medically significant) and abdominal pain lower ("painful abdomen in the hypogastrium"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("acute pain") and nausea ("nausea"). On (B)(6) 2019, the patient experienced the first episode of rectal haemorrhage ("rectorrhage") with abdominal pain, breast pain female ("mastodynia/ breast pain cyclically") and the first episode of dermatitis allergic ("allergic dermatitis"). In 2019, the patient was found to have weight increased ("she has gained about 20 kg in 1 year"). On (B)(6) 2019, the patient underwent varicose vein operation ("lower limb varicose vein surgery"). On (B)(6) 2020, the patient experienced pain of skin ("pain in the skin"). On (B)(6) 2020, the patient experienced the first episode of adnexa uteri pain ("ovarian pain cyclically"). On (B)(6) 2021, the patient experienced anaemia ("anemia") and the second episode of rectal haemorrhage ("rectorrhage / rectorrhagia intense"). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lumbar pain progressive over 7 years focused on both lumbar fossae"), anxiety ("anxiety"), asthenia ("asthenia, feebleness"), dyspnoea exertional ("mild dyspnoea on exertion"), bone pain ("bone pain"), arthralgia ("joint pain"), swelling ("swelling"), onychoclasis ("cracked nails"), fatigue ("tiredness / fatigue"), uterine inflammation ("uterine inflammation"), the second episode of adnexa uteri pain ("frequent pain in ovaries / pain in the ovaries"), mood swings ("mood swings"), headache ("intense headaches"), abdominal distension ("bloating"), mastodynia ("mastodynia"), the second episode of dermatitis allergic ("allergic dermatitis") and gastroenteritis ("infectious gastroenteritis"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with dexketoprofen trometamol (enantyum), doxycycline, levofloxacin, paracetamol and surgery (laparoscopic total hysterectomy with bilateral salpingectomy and laparoscopic total hysterectomy with bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the nausea had resolved. At the time of the report, the last episode of pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, intermenstrual bleeding, vaginal infection, vaginal discharge, tremor, dyspareunia, alopecia, anxiety, asthenia, dyspnoea exertional, dizziness, bone pain, arthralgia, swelling, vertigo, onychoclasis, fatigue, uterine inflammation, the last episode of adnexa uteri pain, mood swings, pyrexia, headache, abdominal distension, vulvovaginal pain, heavy menstrual bleeding, polymenorrhoea, vaginal haemorrhage, abdominal pain, mastodynia, the last episode of dermatitis allergic, rectal bleeding, vulvovaginal dryness, pelvic inflammatory disease, varicose vein operation, pain of skin, weight increased, anaemia, abdominal pain lower, the last episode of rectal haemorrhage and breast pain female outcome was unknown. The reporter considered anaemia, weight increased and the first episode of rectal haemorrhage to be unrelated to essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, back pain, bone pain, breast pain female, carpal tunnel decompression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea exertional, fatigue, gastroenteritis, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, mood swings, nausea, onychoclasis, pain of skin, pelvic inflammatory disease, polymenorrhoea, pyrexia, rectal bleeding, swelling, tremor, uterine inflammation, vaginal discharge, vaginal haemorrhage, vaginal infection, varicose vein operation, vertigo, vulvovaginal dryness, vulvovaginal pain, the first episode of adnexa uteri pain, the first episode of dermatitis allergic, the first episode of pelvic pain, mastodynia, the second episode of adnexa uteri pain, the second episode of dermatitis allergic, the second episode of pelvic pain and the second episode of rectal haemorrhage to be related to essure. The reporter commented: discrepancy start date (B)(6) 2011 or (B)(6) 2012, stop date (B)(6) 2019 or (B)(6) 2019, previous blood test from 2011 were removed from lab data and transfer to medical history. The damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. Both devices inserted without any difficulties. Medical record (B)(6) 2018 stated: the patient has had the essure device. She reports having alopecia that started a year after the insertion of the devices. Anxiety, asthenia and mild dyspnea on exertion. Feelings of dizziness for 2¿ 3 years, bone and joint pain. Recurring vaginitis since the insertion (not confirmed by vaginal swab but by clinical examination). Gynecological emergencies (ER) clinical report stated 43-year-old patient that visited ER due to lumbar pain with 7 years of progression focused on both lumbar fossae. She presented metrorrhagia with several days of progression and severe abdominal and lumbar pain with trembling. Increase in vaginal discharge which is malodorous, and internal dyspareunia. She had essure device and claimed that the symptoms such as hair loss, pain, trembling. Were all due to essure. On (B)(6) 2022, a new date of the essure removal was received: (B)(6) 2019. Headaches in 2001, whitch this information is really strange to relate the symptoms to the essure devices due to already presenting them from years prior to insertion. After essure removal subsequently, she returned to the clinic where no gynecological pathology was found. She also underwent an allergy test, which was also normal. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: rule out allergy to metals; no sensitization to the materials tested was observed. Anal examination - on (B)(6) 2020: grade IV hemorrhoids with superficial erosion stigma. Colonoscopy - in 2017: mixed hemorrhoids, plus diverticulosis, referred after hysterectomy, intense daily rectal bleeding. Not related to stool, painless. Allergic contact dermatitis due to metals. Hysterectomy + adnexectomy. Focal erosion, slight inflammation and foreign body material, proliferative endometrium with added focal secretion.. Cytology - on (B)(6) 2012: normal cytological screening. Gynaecological examination - on an unknown date: recurring vaginitis - not confirmed by vaginal swab but by clinical examination; on (B)(6) 2012: normal genitals and vagina, macroscopically normal cervix, regular uterus in anteversion, no adnexa are delimited.; in (B)(6) 2012: she was scheduled for a check-up on december 7, and she did not attend. Subsequently, there were no further attendances in relation to this episode in the following years; in (B)(6) 2018: vaginoscopy: normal endocervical canal: normal cavity: both devices are inserted without difficulty right ostium of the uterine tube: 4 spirals left ostium of the uterine tube: 4 spirals.; on (B)(6) 2018: normal external genitalia and vagina, no bleeding, healthy cervix. Bimanual examination: anodyne; on (B)(6) 2018: she wishes the essure to be removed. Physical examination shows normal external genitalia and vagina and cervix, no bleeding. The ultrasound shows both devices in the fallopian tubes; on (B)(6) 2019: slightly enlarged uterus. Essures in both tubes. Normal ovaries.. Hysteroscopy - on (B)(6) 2012: both devices inserted without any difficulty: right ostium: 4 coils. Left ostium: 4 coils. Physical examination - on (B)(6) 2018: blood pressure: 153/74 mmhg temperature: 36.3c maternal heart rate: 80 bpm oxygen saturation 96% good general condition, conscious, oriented, cooperative, normally hydrated and perfused, normally tense, eupneic, apyretic (no fever). Globulous abdomen, soft and depressible, painful in the hypogastrium. No signs of peritoneal irritation. External genitalia: macroscopically normal, without visible lesions. Transvaginal: macroscopically normal epithelialized cervix, no active bleeding, no blood remnants, no leukorrhea. Mobile cervix, doubtfully painful, regular anteverted uterus, free vaginal fundus.; on (B)(6) 2018: physical examination was performed, and the only alteration showed a painful abdomen in the hypogastrium, but it was soft and compressible to palpation and without signs of peritoneal irritation; on (B)(6) 2020: exploration: weight:103, height: 156, normal external genitalia and vagina, breasts: no palpable pathology. No alterations areola-nipple complex. No axillary adenopathies. Sars-cov-2 test - on (B)(6) 2020: positive. Smear cervix - in (B)(6) 2018: normal. Specialist consultation - in (B)(6) 2019: the episode of allergic dermatitis is opened in allergology service; from medical point of view, in the report does not relate this episode as a sequel to the essure extracted six months earlier "since it occurred without incident and subsequently, no complications have appeared to this surgery". The inspector saw that an allergic test was performed, the result of which was normal (negative to the metals tested). Ultrasound scan vagina - on (B)(6) 2012: regular uterus in anteversion of normal morphology and size, homogeneous secretory endometrium of 6 mm, normal adnexa; on (B)(6) 2018: uterus indifferent, regular. 9mm endometrium. Essure hyperechogenic points are observed. Both adnexa of normal echo structure. No free liquid in douglas. Main diagnosis: suspicion of mild pelvic inflammatory disease.; on (B)(6) 2018: unremarkable; on (B)(6) 2018: anteverted uterus of 74 mm with 3 mm endometrium, normal left ovary of 24 mm, normal right ovary of 25 mm, no free fluid in douglas pouch. Both devices appeared in the fallopian tubes; on (B)(6) 2018: the ultrasound shows both devices in the fallopian tubes; on (B)(6) 2020: absent uterus. Adnexa without pathological findings. Minimum amount of free fluid in douglas. Clinical judgment: no gynecological pathology.; on an unknown date. Lot number: 936677, manufacturing date: 2012-01 and expiration date: 2015-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-sep-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding'), multiple episodes of pelvic pain ('pelvic pain, pain', 'acute pain') and pelvic inflammatory disease ("suspicion of mild pelvic inflammatory disease") in a 37-year-old female patient who had essure (batch no. 936677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective product". The patient's medical history included carpal tunnel syndrome on (B)(6) 2016, allergy to metals in (B)(6) 2011, blood test (red blood cells 3.96[4.5]; hematocrit 35.9 [36-47]; eosinophils 0.3% [1-4]; the o'sullivan test positive) on (B)(6) 2011, gestational diabetes on (B)(6) 2011, blood test (red blood cells 3.34[4.5]; hemoglobin 10.5 g/dl [12-16]; hematocrit 30.7 [36-47]) on (B)(6) 2011, blood test (red blood cells 2.86[4-5]; hemoglobin 9.1 g/dl [12-16]; hematocrit 26 [36-47]) on (B)(6) 2011, blood test (red blood cells 3.62 [4-5]; hemoglobin 10.7 g/dl [12-16]; hematocrit 31.5 [36-47]) on (B)(6) 2011, nervousness in 2005, stress in 2005, varicose veins stripping in 2001, parity 4 (4 vaginal delivieries. (B)(6) 2011 she gave birth, normal puerperium, and was discharged on (B)(6) 2011.), varicose veins, allergic reaction to analgesics (mother and brother allergic to pyrazolones, daughter allergic to ibuprofen.), ex-smoker (10 years), menarche (12 years old), multigravida (4 pregnancies), joint pain and vertigo. No relevant personal medical-surgical background. No relevant previous illnesses. No relevant hereditary diseases. Menstrual pattern 7/28¿32. Previously administered products included for hypothyroidism: euthyrox; for dizziness: other therapeutic products in 2002; for nausea: other therapeutic products in 2002; for vomiting: other therapeutic products in 2002; for instability: other therapeutic products; for an unreported indication: intrauterine contraceptive in 2006 and other therapeutic drug in 2002. Concurrent conditions included obesity (obesity: multiple dukan diets. No loss of weight, refers old thyroid alteration) since (B)(6) 2013, lumbar pain since 2011, anxiety since 2005, hair loss (in 2002, 2005 and 2009 due to dizziness and vertigo, and due to anxiety and nervousness in 2005, she was treated for an episode of hair loss, treatment not specified) since 2002 and headache since 2001. The patient also had a family history of allergic reaction to analgesics. Concomitant products included pregabalin (lyrica) since (B)(6) 2016 for carpal tunnel syndrome as well as oral contraceptive nos since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("severe abdominal pain during period") and alopecia ("alopecia / hair loss"). On (B)(6) 2012, the patient experienced vaginal infection ("recurring vaginitis since insertion") and vaginal discharge ("malodorous vaginal discharge, increased discharge, recurrent"). In 2014, the patient experienced rectal bleeding ("rectal bleeding (episodes on 2014, 2016, 2018 and 2019)"). On (B)(6) 2015, the patient experienced vulvovaginal dryness ("vaginal dryness"). In 2016, the patient experienced dizziness ("feelings of dizziness for 2¿3 years, not related to a cervical pathology"). On (B)(6) 2018, the patient experienced vertigo ("vertigo / episodes of vertigo (new episode of vertigo, with tinitus, and otic plugging cerumen bilaterally, extraction is scheduled)"). On (B)(6) 2018, the patient underwent carpal tunnel decompression ("carpal tunnel syndrome"). On (B)(6) 2018, the patient experienced vulvovaginal pain ("vaginal pain"), heavy menstrual bleeding ("heavy menstrual bleeding") and polymenorrhoea ("polymenorrhea"). On (B)(6) 2018, the patient experienced intermenstrual bleeding ("metrorrhagia for several days"), tremor ("trembling / tremor"), dyspareunia ("internal dyspareunia, severe pain during sexual intercourse"), pyrexia ("fever over 38 °c"), vaginal haemorrhage ("vaginal bleeding"), abdominal pain ("abdominal pain"), pelvic inflammatory disease (seriousness criteria medically significant) and abdominal pain lower ("painful abdomen in the hypogastrium"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("acute pain") and nausea ("nausea"). On (B)(6) 2019, the patient experienced the first episode of rectal haemorrhage ("rectorrhage") with abdominal pain, the first episode of breast pain ("mastodynia") and the first episode of dermatitis allergic ("allergic dermatitis"). In 2019, the patient was found to have weight increased ("she has gained about 20 kg in 1 year"). On (B)(6) 2019, the patient underwent varicose vein operation ("lower limb varicose vein surgery"). On (B)(6) 2020, the patient experienced pain of skin ("pain in the skin"). On (B)(6) 2020, the patient experienced the first episode of adnexa uteri pain ("ovarian pain cyclically"). On (B)(6) 2021, the patient experienced anaemia ("anemia") and the second episode of rectal haemorrhage ("rectorrhage / rectorrhagia intense"). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lumbar pain progressive over 7 years focused on both lumbar fossae"), anxiety ("anxiety"), asthenia ("asthenia, feebleness"), dyspnoea exertional ("mild dyspnoea on exertion"), bone pain ("bone pain"), arthralgia ("joint pain"), swelling ("swelling"), onychoclasis ("cracked nails"), fatigue ("tiredness / fatigue"), uterine inflammation ("uterine inflammation"), the second episode of adnexa uteri pain ("frequent pain in ovaries / pain in the ovaries"), mood swings ("mood swings"), headache ("intense headaches"), abdominal distension ("bloating"), the second episode of breast pain ("mastodynia"), the second episode of dermatitis allergic ("allergic dermatitis"), gastroenteritis ("infectious gastroenteritis") and breast pain female ("breast pain cyclically"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with dexketoprofen trometamol (enantyum), doxycycline, levofloxacin, paracetamol and surgery ( (laparoscopic total hysterectomy with bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the nausea had resolved. At the time of the report, the last episode of pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, intermenstrual bleeding, vaginal infection, vaginal discharge, tremor, dyspareunia, alopecia, anxiety, asthenia, dyspnoea exertional, dizziness, bone pain, arthralgia, swelling, vertigo, onychoclasis, fatigue, uterine inflammation, the last episode of adnexa uteri pain, mood swings, pyrexia, headache, abdominal distension, vulvovaginal pain, heavy menstrual bleeding, polymenorrhoea, vaginal haemorrhage, abdominal pain, the last episode of breast pain, the last episode of dermatitis allergic, rectal bleeding, vulvovaginal dryness, pelvic inflammatory disease, varicose vein operation, pain of skin, breast pain female, weight increased, anaemia, abdominal pain lower and the last episode of rectal haemorrhage outcome was unknown. The reporter considered anaemia, weight increased, the first episode of rectal haemorrhage and breast pain female to be unrelated to essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, asthenia, back pain, bone pain, carpal tunnel decompression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea exertional, fatigue, gastroenteritis, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, mood swings, nausea, onychoclasis, pain of skin, pelvic inflammatory disease, polymenorrhoea, pyrexia, rectal bleeding, swelling, tremor, uterine inflammation, vaginal discharge, vaginal haemorrhage, vaginal infection, varicose vein operation, vertigo, vulvovaginal dryness, vulvovaginal pain, the first episode of adnexa uteri pain, the first episode of breast pain, the first episode of dermatitis allergic, the first episode of pelvic pain, the second episode of adnexa uteri pain, the second episode of breast pain, the second episode of dermatitis allergic, the second episode of pelvic pain and the second episode of rectal haemorrhage to be related to essure. The reporter commented: discrepancy start date (B)(6) 2011 or (B)(6) 2012, stop date (B)(6) 2019 or (B)(6) 2019, previous blood test from 2011 were removed from lab data and transfer to medical history. The damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. Both devices inserted without any difficulties. Medical record (B)(6) 2018 stated: the patient has had the essure device. She reports having alopecia that started a year after the insertion of the devices. Anxiety, asthenia and mild dyspnea on exertion. Feelings of dizziness for 2¿ 3 years, bone and joint pain. Recurring vaginitis since the insertion (not confirmed by vaginal swab but by clinical examination). Gynecological emergencies (ER) clinical report stated 43-year-old patient that visited ER due to lumbar pain with 7 years of progression focused on both lumbar fossae. She presented metrorrhagia with several days of progression and severe abdominal and lumbar pain with trembling. Increase in vaginal discharge which is malodorous, and internal dyspareunia. She had essure device and claimed that the symptoms such as hair loss, pain, trembling. Were all due to essure. On (B)(6) 2022, a new date of the essure removal was received: (B)(6) 2019. Headaches in 2001, whitch this information is really strange to relate the symptoms to the essure devices due to already presenting them from years prior to insertion. After essure removal subsequently, she returned to the clinic where no gynecological pathology was found. She also underwent an allergy test, which was also normal. On follow-up (B)(6) 2022 no relationship is found between the care provided and the nonspecific and varied symptomatology referred to in the complaint ("swelling, pelvic pain, excessive bleeding, severe pain during sexual intercourse, headache, dizziness, hair loss, broken nails, weakness, fatigue, frequent pain in the ovaries, mood swings, among others"; or "anxiety, asthenia and dyspnea with mild exertion. Feeling of dizziness for 2-3 years, bone and joint pain. Repeated vaginitis since insertion (not confirmed by exudate but confirmed clinically)". The complications she claims were mostly present before insertion of the device are of such little clinical entity that they have not caused consultations and are not specific to essure® implantation. And if they were, they would not be the consequence of malpractice. There is no evidence of a cause-and-effect relationship between the placement of said essure device and the symptomatology presented by the patient who has also not provided any medical report accrediting her clinical situation due to allergy after its removal. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: rule out allergy to metals; no sensitization to the materials tested was observed. Anal examination - on (B)(6) 2020: grade IV hemorrhoids with superficial erosion stigma. Colonoscopy - in 2017: mixed hemorrhoids, plus diverticulosis, referred after hysterectomy, intense daily rectal bleeding. Not related to stool, painless. Allergic contact dermatitis due to metals. Hysterectomy + adnexectomy. Focal erosion, slight inflammation and foreign body material, proliferative endometrium with added focal secretion.. Cytology - on (B)(6) 2012: normal cytological screening. Gynaecological examination - on an unknown date: recurring vaginitis - not confirmed by vaginal swab but by clinical examination; on (B)(6) 2012: normal genitals and vagina, macroscopically normal cervix, regular uterus in anteversion, no adnexa are delimited. In (B)(6) 2012: she was scheduled for a check-up on december 7, and she did not attend. Subsequently, there were no further attendances in relation to this episode in the following years; in (B)(6) 2018: vaginoscopy: normal endocervical canal: normal cavity: both devices are inserted without difficulty right ostium of the uterine tube: 4 spirals left ostium of the uterine tube: 4 spirals.; on (B)(6) 2018: normal external genitalia and vagina, no bleeding, healthy cervix. Bimanual examination: anodyne; on (B)(6) 2018: she wishes the essure to be removed. Physical examination shows normal external genitalia and vagina and cervix, no bleeding. The ultrasound shows both devices in the fallopian tubes; on (B)(6) 2019: slightly enlarged uterus. Essures in both tubes. Normal ovaries.. Hysteroscopy - on (B)(6) 2012: both devices inserted without any difficulty: right ostium: 4 coils. Left ostium: 4 coils. Physical examination - on (B)(6) 2018: blood pressure: 153/74 mmhg temperature: 36.3c maternal heart rate: 80 bpm oxygen saturation 96% good general condition, conscious, oriented, cooperative, normally hydrated and perfused, normally tense, eupneic, apyretic (no fever). Globulous abdomen, soft and depressible, painful in the hypogastrium. No signs of peritoneal irritation. External genitalia: macroscopically normal, without visible lesions. Transvaginal: macroscopically normal epithelialized cervix, no active bleeding, no blood remnants, no leukorrhea. Mobile cervix, doubtfully painful, regular anteverted uterus, free vaginal fundus.; on (B)(6) 2018: physical examination was performed, and the only alteration showed a painful abdomen in the hypogastrium, but it was soft and compressible to palpation and without signs of peritoneal irritation; on (B)(6) 2020: exploration: weight:103 height: 156 normal external genitalia and vagina breasts: no palpable pathology. No alterations areola-nipple complex. No axillary adenopathies.. Sars-cov-2 test - on (B)(6) 2020: positive. Smear cervix - in (B)(6) 2018: normal. Specialist consultation - in (B)(6) 2019: the episode of allergic dermatitis is opened in allergology service; from medical point of view, in the report does not relate this episode as a sequel to the essure extracted six months earlier "since it occurred without incident and subsequently, no complications have appeared to this surgery". The inspector saw that an allergic test was performed, the result of which was normal (negative to the metals tested). Ultrasound scan vagina - on (B)(6) 2012: regular uterus in anteversion of normal morphology and size, homogeneous secretory endometrium of 6 mm, normal adnexa; on (B)(6) 2018: uterus indifferent, regular. 9mm endometrium. Essure hyperechogenic points are observed. Both adnexa of normal echo structure. No free liquid in douglas. Main diagnosis: suspicion of mild pelvic inflammatory disease.; on (B)(6) 2018: unremarkable; on (B)(6) 2018: anteverted uterus of 74 mm with 3 mm endometrium, normal left ovary of 24 mm, normal right ovary of 25 mm, no free fluid in douglas pouch. Both devices appeared in the fallopian tubes; on (B)(6) 2018: the ultrasound shows both devices in the fallopian tubes; on (B)(6) 2020: absent uterus. Adnexa without pathological findings. Minimum amount of free fluid in douglas. Clinical judgment: no gynecological pathology.; on an unknown date: . Lot number: 936677, manufacturing date: 2012-01 and expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2022: the follow information were includ other health professional's reporter, medical history, lab data, previous blood test from 2011 were removed from lab data and transfer to medical history, start date updated from (B)(6) 2011 to (B)(6) 2012, stop date updated from (B)(6) 2019 to (B)(6) 2019, onset date added to metrorrhagia, colic abdominal, trembling , painful intercourse, pelvic inflammatory disease , new events hypogastric pain, allergic dermatitis, mastodynia, rectorrhagia a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('excessive bleeding') and multiple episodes of pelvic pain ('pelvic pain, pain', 'acute pain') in a 36-year-old female patient who had essure (batch no. 936677) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device defective "defective product". The patient's medical history included carpal tunnel syndrome on (B)(6) 2016, gestational diabetes on (B)(6) 2011, varicose veins stripping in 2001, parity 4 (4 vaginal delivieries), varicose veins, allergic reaction to analgesics (mother and brother allergic to pyrazolones, daughter allergic to ibuprofen.), ex-smoker (10 years), menarche (12 years old) and multigravida (4 pregnancies). No relevant personal medical-surgical background. No relevant previous illnesses. No relevant hereditary diseases. Menstrual pattern 7/28¿32. Previously administered products included for hypothyroidism: euthyrox; for an unreported indication: intrauterine contraceptive in 2006 and other therapeutic drug in 2002. Concurrent conditions included obesity (obesity: multiple dukan diets. No loss of weight, refers old thyroid alteration) since (B)(6) 2013 and anxiety since 2005. The patient also had a family history of allergic reaction to analgesics. Concomitant products included pregabalin (lyrica) since (B)(6) 2016 for carpal tunnel syndrome as well as oral contraceptive nos since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced vaginal infection ("recurring vaginitis since insertion") and vaginal discharge ("malodorous vaginal discharge, increased discharge"). In 2012, the patient experienced alopecia ("alopecia"). In 2012, the patient experienced dysmenorrhoea ("severe abdominal pain during period"). In 2014, the patient experienced rectal bleeding ("rectal bleeding (episodes on 2014, 2016, 2018 and 2019)"). On (B)(6) 2015, the patient experienced vulvovaginal dryness ("vaginal dryness"). In 2016, the patient experienced dizziness ("feelings of dizziness for 2¿3 years, not related to a cervical pathology"). On (B)(6) 2018, the patient experienced vertigo ("vertigo / episodes of vertigo (new episode of vertigo, with tinitus, and otic plugging cerumen bilaterally, extraction is scheduled)"). On (B)(6) 2018, the patient underwent carpal tunnel decompression ("carpal tunnel syndrome"). On (B)(6) 2018, the patient experienced vulvovaginal pain ("vaginal pain"), heavy menstrual bleeding ("heavy menstrual bleeding") and polymenorrhoea ("polymenorrhea"). On (B)(6) 2018, the patient experienced pyrexia ("fever over 38 °c"), vaginal haemorrhage ("vaginal bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("acute pain") and nausea ("nausea"). In 2019, the patient was found to have weight increased ("she has gained about 20 kg in 1 year"). On (B)(6) 2019, the patient underwent varicose vein operation ("lower limb varicose vein surgery"). On (B)(6) 2020, the patient experienced pain of skin ("pain in the skin"). On (B)(6) 2020, the patient experienced the first episode of adnexa uteri pain ("ovarian pain cyclically"). On (B)(6) 2021, the patient experienced rectorrhagia ("rectorrhage / rectorrhagia intense") with abdominal pain and anaemia ("anemia"). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), back pain ("lumbar pain progressive over 7 years focused on both lumbar fossae"), intermenstrual bleeding ("metrorrhagia"), tremor ("trembling"), dyspareunia ("internal dyspareunia, severe pain during sexual intercourse"), anxiety ("anxiety"), asthenia ("asthenia, feebleness"), dyspnoea exertional ("mild dyspnoea on exertion"), bone pain ("bone pain"), arthralgia ("joint pain"), swelling ("swelling"), onychoclasis ("cracked nails"), fatigue ("tiredness"), uterine inflammation ("uterine inflammation"), the second episode of adnexa uteri pain ("frequent pain in ovaries"), mood swings ("mood swings"), headache ("intense headaches"), abdominal distension ("bloating"), mastodynia ("mastodynia"), dermatitis allergic ("allergic dermatitis"), gastroenteritis ("infectious gastroenteritis"), pelvic inflammatory disease ("suspicion of mild pelvic inflammatory disease") and breast pain ("breast pain cyclically"). The patient was treated with dexketoprofen trometamol (enantyum), doxycycline, levofloxacin, paracetamol and surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the nausea had resolved. At the time of the report, the last episode of pelvic pain, genital haemorrhage, back pain, dysmenorrhoea, intermenstrual bleeding, vaginal infection, vaginal discharge, tremor, dyspareunia, alopecia, anxiety, asthenia, dyspnoea exertional, dizziness, bone pain, arthralgia, swelling, vertigo, onychoclasis, fatigue, uterine inflammation, the last episode of adnexa uteri pain, mood swings, pyrexia, headache, abdominal distension, vulvovaginal pain, heavy menstrual bleeding, polymenorrhoea, vaginal haemorrhage, abdominal pain, mastodynia, dermatitis allergic, rectal bleeding, vulvovaginal dryness, pelvic inflammatory disease, varicose vein operation, pain of skin, breast pain, weight increased, rectorrhagia and anaemia outcome was unknown. The reporter considered anaemia, weight increased, breast pain and rectorrhagia to be unrelated to essure. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, asthenia, back pain, bone pain, carpal tunnel decompression, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, dyspnoea exertional, fatigue, gastroenteritis, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, mastodynia, mood swings, nausea, onychoclasis, pain of skin, pelvic inflammatory disease, polymenorrhoea, pyrexia, rectal bleeding, swelling, tremor, uterine inflammation, vaginal discharge, vaginal haemorrhage, vaginal infection, varicose vein operation, vertigo, vulvovaginal dryness, vulvovaginal pain, the first episode of adnexa uteri pain, the first episode of pelvic pain, the second episode of adnexa uteri pain and the second episode of pelvic pain to be related to essure. The reporter commented: that the damages manifested after the insertion of the device and continued through time: some appeared immediately and others appeared gradually over time. Both devices inserted without any difficulties. Medical record (B)(6) 2018 stated: the patient has had the essure device. She reports having alopecia that started a year after the insertion of the devices. Anxiety, asthenia and mild dyspnea on exertion. Feelings of dizziness for 2¿ 3 years, bone and joint pain. Recurring vaginitis since the insertion (not confirmed by vaginal swab but by clinical examination). Gynecological emergencies (ER) clinical report stated 43-year-old patient that visited ER due to lumbar pain with 7 years of progression focused on both lumbar fossae. She presented metrorrhagia with several days of progression and severe abdominal and lumbar pain with trembling. Increase in vaginal discharge which is malodorous, and internal dyspareunia. She had essure device and claimed that the symptoms such as hair loss, pain, trembling¿ were all due to essure. On (B)(6) 2022, a new date of the essure removal was received: (B)(6) 2019. She consulted in (B)(6) 2010, 2 years before the insertion, due to hair loss, in 2002, 2005 and 2009 due to dizziness and vertigo, and due to anxiety and nervousness in 2005, for headaches in 2001, whitch this information is really strange to relate the symptoms to the essure devices due to already presenting them from years prior to insertion. Since june 2005 it has been in the history: nervousness, stress, syndrome of anxiety. Since 05jul2002 she has been treated for dizziness with nausea, vomiting, instability and among the antecedents. The clinical history contains other queries for headache, obesity, joint pain, which are prior to the insertion of essure devices diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2019: rule out allergy to metals; no sensitization to the materials tested was observed.. Anal examination - on (B)(6) 2020: grade IV hemorrhoids with superficial erosion stigma. Blood test - on (B)(6) 2011: red blood cells 3.62 [4-5] hemoglobin 10.7 g/dl [12-16] hematocrit 31.5 [36-47]; on (B)(6) 2011: red blood cells 2.86[4-5] hemoglobin 9.1 g/dl [12-16] hematocrit 26 [36-47]; on (B)(6) 2011: red blood cells 3.34[4.5] hemoglobin 10.5 g/dl [12-16] hematocrit 30.7 [36-47]; on (B)(6) 2011: red blood cells 3.96[4.5] hematocrit 35.9 [36-47] eosinophils 0.3% [1-4] the o'sullivan test positive. Colonoscopy - in 2017: mixed hemorrhoids, plus diverticulosis, referred after hysterectomy, intense daily rectal bleeding. Not related to stool, painless. Allergic contact dermatitis due to metals. Hysterectomy + adnexectomy. Focal erosion, slight inflammation and foreign body material, proliferative endometrium with added focal secretion.. Cytology - on (B)(6) 2012: normal cytological screening. Gynaecological examination - on an unknown date: recurring vaginitis - not confirmed by vaginal swab but by clinical examination; on (B)(6) 2012: normal genitals and vagina, macroscopically normal cervix, regular uterus in anteversion, no adnexa are delimited.; in (B)(6) 2018: vaginoscopy: normal endocervical canal: normal cavity: both devices are inserted without difficulty right ostium of the uterine tube: 4 spirals left ostium of the uterine tube: 4 spirals.; on (B)(6) 2018: normal external genitalia and vagina, no bleeding, healthy cervix. Bimanual examination: anodyne; on (B)(6) 2019: slightly enlarged uterus. Essures in both tubes. Normal ovaries.; on (B)(6) 2020: . Hysteroscopy - on (B)(6) 2011: both devices inserted without any difficulty: right ostium: 4 coils. Left ostium: 4 coils. Physical examination - on (B)(6) 2018: blood pressure: 153/74 mmhg temperature: 36.3c maternal heart rate: 80 bpm oxygen saturation 96% good general condition, conscious, oriented, cooperative, normally hydrated and perfused, normally tense, eupneic, apyretic (no fever). Globulous abdomen, soft and depressible, painful in the hypogastrium. No signs of peritoneal irritation. External genitalia: macroscopically normal, without visible lesions. Transvaginal: macroscopically normal epithelialized cervix, no active bleeding, no blood remnants, no leukorrhea. Mobile cervix, doubtfully painful, regular anteverted uterus, free vaginal fundus.; on (B)(6) 2020: exploration: weight:103 height: 156 normal external genitalia and vagina breasts: no palpable pathology. No alterations areola-nipple complex. No axillary adenopathies.. Sars-cov-2 test - on (B)(6) 2020: positive. Smear cervix - in (B)(6) 2018: normal. Ultrasound scan vagina - on (B)(6) 2012: regular uterus in anteversion of normal morphology and size, homogeneous secretory endometrium of 6 mm, normal adnexa; on (B)(6) 2018: uterus indifferent, regular. 9mm endometrium. Essure hyperechogenic points are observed. Both adnexa of normal echo structure. No free liquid in douglas. Main diagnosis: suspicion of mild pelvic inflammatory disease.; on (B)(6) 2018: anteverted uterus of 74 mm with 3 mm endometrium, normal left ovary of 24 mm, normal right ovary of 25 mm, no free fluid in douglas pouch. Both devices appeared in the fallopian tubes; on (B)(6) 2020: absent uterus. Adnexa without pathological findings. Minimum amount of free fluid in douglas. Clinical judgment: no gynecological pathology.. Lot number: 936677. Manufacturing date: 2012-01. Expiration date: 2015-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2022: the following informations were added to the case: adverse events (bloating, vaginal pain, heavy menstrual bleeding, polymenorrhea, vaginal bleeding, uterine inflammation, abdominal pain, mastodynia, allergic dermatitis, infectious gastroenteritis, rectal bleeding, defective product, vaginal dryness, carpal tunnel surgery, suspicion of mild pelvic inflammatory disease, acute pain, nausea, varicose vein operation, pain of skin, ovarian pain, breast pain, weight gain, rectorrhage, abdominal pain, anaemia), lab data, family history, historical drug. A new lawyer and an hcp were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.